Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that no image was displayed due to the break of cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a knee arthroscopy, there were intermittent images. The procedure was successfully completed with a different camera. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the disruption of the cable made it impossible to transmit video communication to the server, so that the images were no longer displayed. Disconnection of the cable was probably caused by the user's handling. The above device handling has warned in the instruction manual.